Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-03419. It was reported the pt is experiencing ineffective stimulation, overstimulation and unintended abdominal stimulation. An sjm representative was unable to resolve the issues with reprogramming. It was also reported diagnostics showed low impedance values. X-rays identified one of the scs lead contacts has pulled out of the scs ipg header. Surgical intervention will be taken at a later date to address the issue.